Event description:
It was reported that balloon perforation occurred. A 3.50mm x 12mm nc emerge balloon catheter was selected for use; however, it was noted that the balloon was perforated upon opening. The procedure was cancelled and there were no patient complications reported.